Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of secondary fluid back flowed into the primary was confirmed through functional testing. The sample was sent to the check valve supplier and testing results identified a clear particle located between the housing seal area and the diaphragm, preventing the silicone diaphragm from fully seating. The particle was identified as polypropylene. The source of this material was not determined. The cause of the customer's experience was due to a check valve failure. The root cause of the failure could not be determined. The lot number was identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot#, smartsite laser ID# or check valve part#, for the failure mode reported.

Event description:
Customer reported a secondary infusion of potassium 20 meq in 250 ml was started at 125 ml/h. The nurse reported the entire bag infused quickly and it was suspected that the secondary back flowed into the primary. No pt harm reported. No additional info was available.